Event description:
It was reported that the patient heard an alert tone and went to the clinic. At the clinic it was found that the alert tone was due to a por (power on reset). The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.